Event description:
It was reported that increased capture threshold and inconsistent high voltage lead impedance measurements were observed after the patient got into a car accident. Variable r-wave measurements were also noted. Lead dislodgement was suspected. Programming changes were made. Further testing was recommended. The patient was not interested in any additional testing and he was going to follow up with his cardiologist. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the lead was explanted and replaced.